Event description:
It was reported that dft testing was not producing acceptable results. Egms submitted to technical services indicated that the coils were connected to the wrong ports. The patient was opened in 2008, and the coil switch in the header was confirmed. The coils were placed in the correct ports and testing was successful. The system remains implanted.

Manufacturer narrative:
No medwatch form was received.